Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid or saline at unknown concentrations and dosages via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient had an infection from their pump. The infection was confirmed and was stated to be "celsius fasciitis". The infection began sometime in (B)(6) 2012. The patient was put on 3 antibiotics and the infection was resolved. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See pe 702231733-reaction to medication, 702231735-pump alarm.